Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a double lung transplant and placement of ECMO procedure, the first device stayed jammed in opened position after insertion of the first cartridge. A second staple of the same lot was then used. After a first successful firing, it was impossible to insert another cartridge because the device stayed jammed in a closed position. Another device has been used to complete the procedure. The procedure was lengthened of less than thirty minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): batch # m53y8g. The analysis found that one pce45a device was returned in good visual condition and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.